Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info on 07/10/2012 by fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A purchasing assistant reported that a refractive outcome was not achieved following intraocular lens (iol) implant surgery. A 19.0 diopter lens was exchanged for a 20.0 diopter lens. Additional info has been received.